Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was noted through a remote monitoring system on this device and right ventricular (rv) lead. The clinician reviewed the device information and was unable to identify an out of range measurement. Boston scientific technical services (ts) noted that if there was an in range impedance measurement after the out of range measurement, the in range measurements would override the out of range measurement. No adverse patient effects were reported. Subsequent information was received that one measurement was out of range and the rest of the measurements were appropriate. As a result, the patient will continue to be monitored appropriately and no changes to the system have been planned. No adverse patient effects were reported.